Event description:
At the start of the procedure, the surgeon was demonstrating the use of the locking mechanism and the plastic broke in half. The part was external to the patient and did not detach. The case proceeded to completion with no problem.======================manufacturer response for 5mm fenestrated alligator grasper, cambridge endo======================sales rep will come in to take the product.